Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-jan-2026, it was reported by a sales representative via email that an ar-19041s rotator cuff augmentation implant system had issues with both curved fiberstitch rc devices in the kit. After deploying the first implant for each device, the second implant came out of the tip of the device. This issue was discovered during a procedure on (B)(6)2026. Additional information was received on 30-jan-2026: during a rotator cuff repair with augmentation, the issue occurred during implantation of the fiberstitch device. The procedure was completed using an ar-19032s fiberstitch rc implant 1.5. The event resulted in an approximate 10-minute delay. It is unknown whether additional anesthesia was administered due to the delay.